Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulation stopped because she forgot her recharger and patient programmer at home. The patient stated her implant was last charged on (B)(6) 2016 and she last felt stimulation on (B)(6) 2016. The patient stated that she needed her implant charged as she was getting an MRI (magnetic resonance imaging) of the cervical spine for an unrelated issue. The patient was to follow up with her healthcare professional. It was recommended that the patient have someone mail her the equipment. Follow up was conducted. Additional information was received from the patient on 2017-jul-06. It was reported that the patient had poor communication and no telemetry. The patient reported they are getting the reposition antenna screen on the recharger. The patient stated they are scheduled to have a pump implant on (B)(6) 2017 if the pain stimulation device needs to be removed. The patient stated the last time they felt stimulation was 5 months ago and the last time they were able to successfully recharge was 3 months ago or more. The patient stated there was a death in their family and they could not get their equipment to where they live. The patient was recommended to consult with a healthcare professional (hcp) regarding restarting the ins. It was reviewed that in order to activate MRI mode, it would need to be charged. No further complications were reported/expected.